Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear and fracture. The device fractured due to polyethylene oxidation and fatigue. The fatigue is attributed to the unexpected stresses created in the component due to the dislocated femur. No material defects or inclusions were noted that would have contributed to the crack initiations or propagation. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address knee dislocation/spinout and poly wear of the insert.